Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned for investigation. A review of device download data from the date of the event does not indicate any device malfunction contributing to the patient's death.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in a cardiac care center at the time of death. The cause of death was cardiac pulmonary edema. The lifevest delivered three treatments during the event. The first treatment was delivered during severe bradycardia at 15:36:41. The post-shock rhythm was asystole. Oversensing of small cardiac signal contributed to the false detection. Two more treatments were delivered at 15:37:09 and 15:37:37 during asystole. The patient remained in asystole after the treatments. Oversensing of small cardiac signal contributed to the treatments. Asystole is considered a non-treatable rhythm.